Event description:
It was reported that the patient experienced a malfunctioning artificial urinary sphincter(aus) six months after the original implant was placed. The pump would not cycle and was replaced nine months after. No patient complications or adverse event was reported.